Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their gums on the upper right side are starting to recede a little as well as the neighboring teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.